Event description:
During a manual operation to exchange a collimator, an empty collimator cassette fell off the exchanger. There were no injuries, but since the empty cassettes weigh approx 20 lbs, the potential for serious injury exists if the incident were to recur and if the cassette were to strike an operator.